Event description:
It was reported that during an ultrasound guided biopsy, using two needles, both devices would not cock and it sounded like a plastic internal part broke off. Another device was used to complete the biopsy. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided, and the lot device records have been reviewed. The lot met all release criteria. The second sample was returned half primed, with the cannula retracted, exposing the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place as expected. The rotational knob was turned once more and the stylet retracted as expected. However, the cannula released back to the initial position. As a result, the stylet was retracted into the cannula and could not be seen. Further functional testing could not be performed as the device could not be fully primed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for failure to prime, as the devices could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.